Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing causing inappropriate mode switch. The lead was reprogrammed. The patient experienced no consequences and will continue to be monitored.

Event description:
New information noted that the atrial lead was capped and replaced (B)(6) 2023. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: g3 - previously reported awareness date should be 19 jul 2023 instead of 20 jul 2023.